Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 100 units. During troubleshooting with tandem technical support it was discovered the customer over filled the cartridge with 500 units of insulin. The customer's blood glucose was 121 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.